Manufacturer narrative:
Follow-up report - device evaluation of monitor sn (B)(4) has been completed. The cause for the damage to the monitor was isolated to the defibrillator pca. Insulated-gate bipolar transistors (igbt) q12 and q16 were shorted on the defibrillator pca. The root cause for the shorted igbts could not be positively identified. An internal corrective action has been initiated to investigate the shorting of the igbts. Investigation of belt sn (B)(4) is underway. A supplemental report will be submitted upon completion of the investigation. Monitor sn (B)(4) and electrode belt sn (B)(4) were returned to the manufacturer for evaluation. Upon receipt, the monitor would not power on. No device data could be retrieved from the device's memory. Significant electrical overstress damage is noted on the printed circuit assemblies within the monitor and electrode belt. Root cause analysis of the damage is currently underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
Follow-up report - in an attempt to recover device data from monitor sn (B)(4), the flash memory chips were unsoldered from the damaged monitor computer/analog (c/a) board and placed onto a new c/a board. The memory replacement was successful and event data was recovered from the flash memory chips. Recovery of the monitor memory data revealed that the patient went into asystole at 05:01:48 on (B)(6) 2015. Lifevest delivered seven full energy treatment shocks between 05:16:05 and 05:20:48am on (B)(6) 2015. CPR artifact contributed to the false detections. There is no indication that the device caused or contributed to the patient death as the patient was in asystole prior to the treatment event. Asystole is considered a non-shockable rhythm. On (B)(6) 2015, zoll was notified by a distributor that a patient had passed away on (B)(6) 2015 between 4-5:30 am while at home. The patient's husband was with her at the time and stated that the system was alarming. The patient's death was reported to be cardiac related and she was wearing the lifevest at the time of passing. The patient was unconscious at the time of the alarms, so no response buttons were pressed. Paramedics were called to the scene and attempted to resuscitate the patient. The patient passed away.

Event description:
On 07/08/2015, zoll was notified by a distributor that a patient had passed away on (B)(6) 2015 between 4-5:30 am while at home. The patient's husband was with her at the time and stated that the system was alarming. The patient's death was reported to be cardiac related and she was wearing the lifevest at the time of passing. The patient was unconscious at the time of the alarms, so no response buttons were pressed. Paramedics were called to the scene and attempted to resuscitate the patient. The patient passed away.

Manufacturer narrative:
Monitor sn (b)(5) and electrode belt sn (B)(4) were returned to the manufacturer for evaluation. Upon receipt, the monitor would not power on. No device data could be retrieved from the device's memory. Significant electrical overstress damage is noted on the printed circuit assemblies within the monitor and electrode belt. Root cause analysis of the damage is currently underway. A supplemental report will be submitted upon completion of the investigation.